Manufacturer narrative:
The device was returned for evaluation; however, the evaluation was not yet completed. The investigation is ongoing, and a supplemental report will be submitted if additional information is provided by the user facility.

Event description:
The customer reported to inogen, that they experienced low saturation levels while using their portable oxygen concentrator. Troubleshooting was tried to no avail. Reportedly, the unit decreased oxygen settings without warning. The customer was advised to switch to stationery wherein their oxygen levels increased to 83. In turn, the customer called 911 and was hospitalized wherein the customer is doing better.